Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an unspecified amount of time following the implant of this bioprosthetic transcatheter valve, an infection of e faecalis bacteremia was discovered. It was noted that the likely source of the infection was the aortic valve. Approximately 1 year later, vegetation was found on the valve. The patient's following physician suspected there was a continuum of the patient's e faecalis bacteremia infection from the year prior. Cultures started growing back under the pressure of rocephin alone, which suppressed the streptococcus mitis bacteria. Due to the infection, the patient's ICD system was explanted. Additionally, the patient was transferred to a different hospital for further evaluation and a potential surgical aortic valve replacement.